Manufacturer narrative:
This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2013-20322. It was reported the pt experienced a surge of stimulation, however it was tolerable. The pt was reprogrammed. It was further reported the pt used to charge every 3 days and on the 3rd day the ipg is still full. The reprogramming may have increased the recharge burden. Follow up identified multiple reprogramming sessions were attempted but auto-reducing continued. X-rays were ordered and an appointment with a neurosurgeon is the next course of action.